Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology¿ moderate calcification and excessive vessel tortuosity). Deformation problem (stent deformed). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology¿ moderate calcification and excessive vessel tortuosity). Inherent risk of procedure ¿(stent deformation). (B)(4).

Event description:
The endeavor resolute stent drug eluting stent was removed from the packaging as per IFU and was inspected and prepped with no issues noted. The lesion to be treated was pre-dilated with a 2.0 x 20mm balloon catheter to 14 atms for 1 min. Lesion morphology was confirmed as moderate calcification with excessive tortuosity. Resistance was encountered when advancing the device but excessive force was not used during attempted delivery. The stent couldn¿t pass through the lesion and upon removal it was noted that the stent was deformed. The physician believes that the event was procedural related and not device related. No patient injury reported. The procedure was completed with another same size and brand stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 5th and 6th distal segment were raised and deformed. The 5th, 6th and 7th proximal segments were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology¿ 95% stenosis). (B)(4)

Event description:
Additional information received: lesion location is in the lad and stenosis was 95%.